Event description:
Attorney reported: 2007- the pt was implanted with composix kugel mesh patch. 2003 - defects in the mesh patch caused infections and other injuries and required explantation. The pt continue to suffer from injuries caused by the mesh patch. (The dates above are as provided in the legal complaint.)

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.